Event description:
Provider states, this chair is broken. No additional information provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.